Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that during a gastrectomy procedure, the device cut but didn't staple. The procedure was completed with another like device. There were no patient consequences reported.